Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, there were two incidents that occurred due to inaccuracy with the cgm that made the patient go to the hospital. The patient had experienced hypoglycemia and fainted. An ambulance was called by the workers of the nearby shop. The paramedics treated the patient with glucose injection and IV glucose. Dexcom technical support asked for clarification from the patient on details of the events. The patient confirmed there were two incidents and gave the same details for both events. The first hospitalization the patient provided the event date of (B)(6) 2026 which is captured on this report; however, stated it could have occurred sometime between (B)(6) and (B)(6) of 2026. The patient was unable to recall any cgm or bg values. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Event 1 of 2 ((B)(4), (B)(4)). Diabetes mellitus is a known cause of hypoglycemia.